Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt vessel in the forearm. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres. The device was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient is in good condition.